Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: the display was dim with red hue characters. There were three battery compartment cracks, one from battery compartment lip to bumper, a second one from the battery compartment lip to bumper, and a third from the bumper to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack and a dim display. This report is made based on results of investigation completed on 08/07/2015.